Manufacturer narrative:
(B)(4). Additional surgical procedure was required to retrieve the detached foreign material, but there is no code available. The actual device was returned and evaluated. Visual inspection showed it measured approximately 104mm in length. Magnifying inspection revealed that it had been hollowed in a semicircular shape along the total length with one end having been half rounded. The cross-section surface showed a smooth surface. The outer surface revealed the generation of crazing which would suggest the actual sample had been exposed to some compressing force when it was removed from an object. The actual sample was further analyzed using ft-ir (fourier transform infrared [spectroscopy]) to determine its source. The results showed the presence of resin and a large amount of protein (as from blood) which prevented the confirmation of terumo's hydrophilic coating on the guidewire. Electron microscopy inspection of the actual sample (cut piece from the cross-section surface) revealed the outer layer was different from the inner layer. It could not be confirmed that the actual device was a terumo product. A retention sample, which was pulled from current production, was used to intentionally simulate the damage thought to be on the actual device by using it in conjunction with a metallic needle. The results showed the urethane coating sheared from the retention sample, and the sheared cross-section surface confirmed to have a smooth state as did the returned sample. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing of a retained sample are most consistent with the guidewire being withdrawn through a metal needle resulting in the sheared urethane layer. However, without the confirmation of the actual sample having terumo's hydrophilic coating, it cannot be determined if the actual sample was the urethane coating sheared from a terumo guidewire or from a competitor's guidewire. The device labeling does address the potential for such an event in the warnings section of the instructions-for-use by statements such as: "do not manipulate and/or withdraw the guide wire m through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that foreign material remained in the patient's blood vessel from the radifocus guidewire m used during a percutaneous transluminal coronary angioplasty (ptca) procedure. The following information was provided by the user facility: (1) a metallic needle was used concurrently with the guidewire; (2) the attending physician did not notice any separation from the guidewire during the procedure; (3) the following day, during the patient's examination, a foreign substance was found in the patient's blood vessel; (4) the foreign material was surgically removed; and (5) the procedure was completed successfully.